Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump. A separation was noted in the bladder of cylinder 1 and two separations were noted in the bladder of cylinder 2. These were all sites of leakage. Microscopic examination of the surfaces revealed melted appearance, indicating contact with cauterizing instrumentation. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. Abrasion was also noted on another area of the cylinder 2 exhaust tubing. No functional abnormalities were noted with the reservoir. The information received indicated the device had a slow leak, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced as it was not working due to a slow leak. It was noted that there was breakage of the distal tip of one side of the distal tip cylinder. No other adverse patient effects were reported.